Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specs. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Add'l testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed".

Event description:
Customer reported ameda, inc. On (B)(6) 2015 to report gray fluid from the battery compartment of the purely yours breast pump leaked onto her inner right thigh, burning her skin in three areas. This event occurred after customer used the breast pump for the first time on batteries with it placed on her lap. Customer reports the burns are raw, red and the size of a dime. Customer was seen by her health care provider on (B)(6) 2015 and was prescribed a burn cream to be applied twice per day and covered with a clean dressing.